Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. However, it was reported that an unspecified engineer performed the self-test on the device and determined that the exhalation valve seal was loose. After disassembling and cleaning, the exhalation valve was fixed and the ventilator resumed normal use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the (B)(6) that while in use on a patient, the 840 ventilator suddenly stopped running. The unit alarmed "hardware failure" and the patient was not able to breath. The patient was placed on another ventilator and there was no adverse consequence to the patient.